Event description:
The manufacturer received information alleging a ventilator stopped operating on (B)(6) and the display suddenly turned dark, and the air supply stopped without sounding alarms under battery driven. The nurse soon noticed and re-started the device. A message of 'start on battery' occurred at 9:13am on (B)(6) 2024 and was observed in the error/event log. The device was replaced. In mode simv-vs the device was checked to see if the power button was accidentally pressed but it is confirmed that the power button was not pressed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator stopped operating on (B)(6) and the display suddenly turned dark, and the air supply stopped without sounding alarms under battery driven. The nurse soon noticed and re-started the device. A message of 'start on battery' occurred at 9:13am on (B)(6) 2024 and was observed in the error/event log. The device was replaced. In mode simv-vs the device was checked to see if the power button was accidentally pressed but it is confirmed that the power button was not pressed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, operational checking was performed but the allegation was unable to confirmed. The power off operation was recorded in the device log on the day of the incident. The incident was caused by the power off operation, and there is no problem with the machine in question. Additionally, final testing, battery check, valve check, run in tests and cleaning were performed. The unit operated properly.